Event description:
According to the information received, an amplatzer septal occluder was implanted; however, hemodynamic compromise/perforation occurred within 1 hour of the procedure. Pericardiocentesis resulted in resolution of the event and the patient is doing well today.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. This event was reviewed by the aga medical erosion board and based on the information available, the cause of the event could not be determined. No further information regarding this event is available after multiple attempts to retrieve the information.